Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through causality as the battery pins were found depressed and could not be cleaned. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump shuts off with any touch due to battery loose fit in pump during setup/preparation in the intensive care unit. There was no patient involvement. No additional information is available.